Manufacturer narrative:
On-site investigation was performed by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator passed all functional and safety tests and was cleared for clinical use. The provided event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilator malfunction. Alarms such as peep high, expiratory minute volume: low, expiratory minute volume: high, paw high, respiratory rate high, respiratory rate low, high continuous pressure, vt insp. Overrange and inspiratory flow overrange indicate an excessive leakage in the patient circuit or an increased expiratory resistance in the patient¿s breathing system. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Review of the test logs confirmed that prior to and after the reported issue the device successfully passes pre-use check. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. Our conclusion is that there is no indication of a ventilator malfunction at time of the event. Appropriate alarms for high pressure situation were generated. The generated alarms are most likely due to a blockage in the breathing system. A correction of fields #d4 serial#, #d4 unique identifier (UDI) #, #h4 manufacture date were required. D4 serial #: previous serial # (B)(6), corrected serial #(B)(6); d4 unique identifier (UDI) #: previous unique identifier (UDI) # (B)(4), identifier (UDI) # - blank. H4 manufacture date: previous manufacture date 01/19/2016, corrected manufacture date 03/31/2010. It was reported in initial emdr that servo-I with serial number (B)(6) and UDI # (B)(4) was defective. During on-site visit it was confirmed that servo-I with serial number (B)(6) was incorrectly reported and correction to servo-I with serial number (B)(6) is needed. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with pressure and positive end expiratory pressure (peep). There was no patient harm. Manufacturer's ref. #: (B)(4).